Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer and pockets were failed and displayed the error message ¿device not detected on bus". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and pockets were failed. A field service engineer checked the main half-height drawer 3.1 in the hardware test application mode and confirmed all pockets were present and responsive, along with the drawer itself. Performed a visual inspection. Row cable was intact and appeared to be in good condition. All trays were intact with no visible signs of spills or medication debris. The fse reseated the row cable at the rear control controller board (151622¿01), and the drawer remained responsive and fully functional. Customer successfully recovered and inventoried main half-height drawer 3.1, confirming its functionality. All cabling was inspected and appeared to be in good working order. Installed the rear bumper kit and network plugs to resolve the issue. The system functioned as intended after the field service engineer repaired the device.